Event description:
Additional information received noting the failure of the xen 45 gel stent was due to conjunctiva fibrosis. Device will remain implanted.

Manufacturer narrative:
Additional information: b.5., b.7., d.4., g.1.,.4., h.6. A review of the device history record has been initiated. If any deviations or non-conformities are found, a supplemental medwatch will be submitted. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye and experienced "iop was 36 on 2 drops". A baerveldt tube was placed soon after.